Event description:
It was reported that during a carotid artery stenting treatment procedure, the physician experienced difficulty visualizing the nexstent. No additional information is available regarding this event. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.